Event description:
It was reported that after insertion of the implantable cardiac monitor, no r waves were detected on electrocardiogram, and the device did not provide adequate sensing despite being implanted in multiple locations. Sensing issues and undersensing were observed. Electrocardiograms were performed to assess r wave detection. The device was explanted and repositioned in a different location, but no r waves were observed on the diagnostic mobile programmer application. A new device was then implanted in a third location, where r waves were detected and the new device remained implanted. The intervention required included explanting and repositioning the device, and ultimately implanting a new device. The sensing issue was possibly related to patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.